Event description:
It was reported that the xenon light source's light source got wet accidently. The event had occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: spill damage observed on the front panel, corroded support coil, pump tubing, scope socket, and pump. A root cause could not be identified. Based on the results of the investigation, the most probable cause of wet light source and video processor was due to component failure as identified and the most probable cause of the spill damage observed on the front panel was due to reactivity problem as identified. The most probable cause of the corroded support coil, pump tubing, scope socket, and pump was due to degradation problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.